Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 24 x 2.50 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion despite several attempts. The stent was then removed and outside patient, the physician noted it was "split finely on the distal part of the edge." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.